Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended the device receive an internal water pathway replacement. The customer chose to perform an internal water pathway replacement to repair the device. The device has been sent to cardioquip for repair. Once the repair has been completed the device will be returned to specification and full functionality.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was suspected of potential contamination during a depot repair. A visual assessment was made by cq director of operations and epidemiologist, who recommended that the device undergo hpc testing to receive a quantitative analysis of water quality. No patient involvement was reported. Hpc test results were received by cq on (B)(6) 2024 which were outside of cq specifications for water quality, indicating device contamination.